Event description:
It was reported that the mega suturecut needle driver instrument jaws were stuck open during a da vinci surgical procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis did not find the jaws of the instrument were stuck open. Failure analysis observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .145 - .339 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely caused by mishandling/misuse. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.